Event description:
Pt entered the emergency room with severe stomach pains, md requested ng stomach tube be inserted into pt, when the nurse went to confirm placement she realized the tube was defective. The holes were in the wrong end. Nurse removed defective tube and inserted new tube without problems.